Manufacturer narrative:
The ventilator was not on a patient. The ventilator was being transported to a patient's room. There was no patient harm. The customer replaced the battery. The customer disposed of the battery so the root cause at the component level is unknown.

Event description:
The customer reported the battery is not charging or indicating unit is charging when plugged into ac and powered down when transporting unit to patient¿s room. The ventilator was being transported to a patient's room. There was no patient harm. A remote service engineer (rse) asked customer to verify unit is showing charging or ac in the lower right-hand corner of screen to see if the power switch overlay is bad. Customer reseated battery and heard a click that battery locked into place. Customer states he did not hear this before. Powered unit on. Unit is now showing charging. The rse advised customer to let battery charge since it is only showing 12.4v currently. Advised customer that battery fully charged should show the voltage at 16.2 - 16.5 volts. Customer to leave unit charging until battery is fully charged then perform battery test to verify integrity of battery.